Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber hose of two (2) continu-flo solution sets separated which resulted in a leak. The issue was identified the preparation of parenteral nutrition. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured on march 2022. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a disconnection between the tubing and the chamber. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.